Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had upper and lower false occlusions. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upper false occlusions' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!'. The cause was determined to be an out of calibration ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'lower false occlusions' which was not reproduced during evaluation. A review of the event history log identified 'downstream sensor!'. The cause was determined to be an out of adjustment downstream tubing guide gap. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.